Event description:
The facility representative reported a flogard infusion pump with a broken door. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem "broken door" was confirmed during device evaluation. The cause of the condition was a broken pump head door and a missing door latch. The pump head door was replaced and the door latch was installed to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.